Event description:
It was reported that the patient received inappropriate therapy due to undersensing of r-waves. The patient had several vt and vf episodes. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.